Event description:
As reported to coloplast though not verified, patient was implanted with coloplast restorelle l rect mesh. Later the patient experienced recurrent prolapse, exposure of mesh 6 cm from the sacrum, pulmonary embolism, cardiac arrest and death. A pessary ring was placed in attempt to treat recurrent prolapse. An x-ray performed to verify position of metalix clips in the anterior sacral ligament; migration of spring foil fixation device away from the anterior margin of the sacrum was noted. Recurrent prolapse with evidence of a pull-out of mesh from the anterior longitudinal ligament was treated with abdominal sacral colpopexy; patient was discharged from the hospital. Enroute to home the patient became dizzy, experienced shortness of breath, chest pain with complaints of blurry vision, became unconscious and went into cardiac arrest, was resuscitated and admitted to ICU. After two days, the patient was made dnr and care was withdrawn. The patient expired due to pulmonary emboli and cardiac arrest.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.